Event description:
Initial reporter indicated that their dell handheld computer was frequently "freezing on the interrogation screen." A soft reset did not resolve the problem. The handheld computer had 7.1 programming software. MFR is pending receipt of the handheld and software for analysis.